Event description:
It was reported that the power module backup battery was faulty and caused the device to alarm. The backup battery was tested with several power modules and all devices alarmed. The backup battery was replaced.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power module backup battery causing the power module to alarm was confirmed via evaluation. The heartmate power module backup battery (s/n: (B)(6)) was returned for analysis in unremarkable condition. The 12 volt (v) battery was measured to be 11.09v. The battery was connected to a test power module fixture and mock circulatory loop. The yellow charge symbol was illuminated followed shortly by the red battery and yellow wrench symbols. The alternating current (ac) power cord was unplugged, and the power module backup battery was unable to supply power to the system. The battery was not able to go through a manual discharge and charge cycle. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. Of note, the backup battery was observed to have been manufactured on 15sep2022 and was therefore not expired at the time of the reported event. The battery was last top charged on (B)(6)2024 and was shipped to the customer on (B)(6)2024. The root cause for the reported event was unable to be conclusively determined through this analysis. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The battery was shipped to the customer on (B)(6)2024. The heartmate power module instructions for use (IFU) (rev. B) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU, section 11.0 ¿routine maintenance¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 IFU (rev. G) section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook (rev. G) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue was an out of box issue.